Event description:
It was reported by the patients wife that that the patient is in hospice and that their implantable pulse generator (ipg) was pacing below the lower rate limit and then will spike up. It was advised that that the ipg be inactivated. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.